Manufacturer narrative:
Additional information: d10. Correction: g1 (manufacturing site) device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that prior to a surgical procedure at the user facility, the tourniquet had a hole in it and would not inflate. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.

Event description:
It was reported that prior to a surgical procedure at the user facility, the tourniquet had a hole in it and would not inflate. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.

Manufacturer narrative:
Follow-up report submitted to document updated device evaluation results.

Event description:
It was reported that prior to a surgical procedure at the user facility, the tourniquet had a hole in it and would not inflate. The procedure was completed successfully. There were no adverse consequences, medical intervention, or surgical delay reported.